Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was continuously resetting. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As rec'd, the monitor was continuously resetting. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the constant resets is the flash memory failure. The cause of the flash memory failure has been isolated to cracked bga connections of flash components u102 and u104 and pld component u1003 on the computer analog (ca) board sn (B)(4). The root cause of the cracked bga connections cannot be positively identified but is likely mechanical stress. The source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event result from the defective memory or pld. The last pt to use this monitor did not report any deficiencies.